Event description:
Meter name: one touch ultra. Strip name: life scan. Meter code: unknown, strip code: unknown strip storage: unknown. Symptoms: no symptoms. A pt reported they were unable to obtain a blood glucose result. Their meter allegedly had no power. Pt was not treated. Pt had a snack, since the pt was unable to get blood glucose result. No further info has been reported.